Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. Instrument passed electrical continuity test. The clevis did not exhibit any damage or wear marks. Additional finding not reported by the site was scratches on the surface of both pulleys. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci si hysterectomy procedure, while using the fenestrated bipolar instrument, the customer noted that the cable snapped during the case. No patient harm, adverse outcome or injury was reported.